Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. The customer's blood glucose level was 170 mg/dl. Additional information was not provided. Multiple follow up attempts were made to obtain additional information, however, additional information was not received.